Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 29 retained samples for lot 5087773 were subjected to functional tests, with none of the samples showing stopper creepout or stopper pop off. Based on a review of the device history record (DHR) for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function for lot 5087773. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes specimen via pneumatic tube system, the cap of one device was leaking. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes specimen via pneumatic tube system, the cap of one device was leaking. No adverse impact was reported regarding the patient or user.